Event description:
Boston scientific received information that the patient with this pacemaker experienced the device getting hot which changed the skin color around the pocket area and caused swelling. It was noted to have happened many times and the patient had pictures taken when this occurred. The device was checked and functioned normally and the physician ruled out an infection or other issues. At the time of the device check, the pocket was examined and appeared normal. The physician decided to monitor the patient. Subsequently, a revision procedure was performed and the device was explanted and returned for analysis. A culture was taken of the pocket during the procedure; however, the results are unknown at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.